Event description:
The manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging eye irritation skin irritation respiratory tract irritation hypersensitivity inflammatory response lung disease reduced cardiopulmonary reserve. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 23, 2024, and section h11 should be reported as: the manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer previously received information alleging eye irritation, skin irritation, respiratory tract irritation, hypersensitivity, inflammatory response, lung disease, reduced cardiopulmonary reserve. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that there was no visible foam degradation. Section g and h updated in this report.